Event description:
A customer from (B)(6) alleged a false positive influenza a & b result for a single patient sample while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The customer reported that the same patient sample was tested on three different liat analyzers. Upon initial testing on liat serial no. Sn (B)(4) a positive result was generated for the sars-cov-2 target, negative for influenza a & influenza b. Upon retest on liat sn (B)(4) the sample generated a positive result for sars-cov-2, influenza a & influenza b. The sample was re-tested on liat sn (B)(4) and tested positive for the sars-cov-2 target again but negative for influenza a & influenza b. Upon a third re-test of the same sample using a frta assay on the initial liat analyzer sn (B)(4) a negative result was obtained for all targets. The customer alleged a false positive result for influenza a & influenza b on liat analyzer sn (B)(4). The positive result for sars-cov-2, influenza a & influenza b was reported to the patient. The liat analyzer has been requested for further evaluation. An investigation is ongoing.

Manufacturer narrative:
(B)(6). The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). A customer from (B)(6) alleged a false positive influenza a & influenza b results for a single patient sample while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The liat analyzer has been requested for evaluation. An investigation is ongoing. (B)(4).

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).